Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. It was noted that the lead was fractured. The physician decided to replace the lead. During procedure, it was noted that the device can was contaminated with white dirts which was scrapable. The cause of contamination was unknown. The device and lead was explanted and replaced. The patient was stable.